Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, the site attempted three patient registrations and alleged a 3 inch inaccuracy. The medtronic representative verified the site was using the correct patient's scan, and that it was a recent scan. The sit was walked through a pointmerge registration, the surgeon deemed it to be 'not great', however, continued with navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Performed a tracer registration, pointmerge registration and touch-n-go, all were accurate. Reported issue could not be replicated. On (B)(4) 2015 software investigation completed. Findings are that the patient had loose skin, not ideal candidate for tracer. Fiducials were also placed fairly symmetrically, not ideal placement for touch-n-go. Software is functioning as designed. Use error.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning regarding patient registration, "before you begin a registration, verify that the 3d skin model accurately represents the patient. If the 3d model contains artifacts or scatter, edit the model to make it as smooth and accurate as possible." The IFU provides additional instructions regarding proper patient registration procedure and technique.